Event description:
Patient presented to urgent care with a suspected infection at the neck incision site, and they were prescribed antibiotics. Patient presented back to their inspire physician for a follow-up. On examination, minimal drainage at the neck incision site was observed. Physician obtained wound cultures and will re-evaluate after the results are available.